Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 511 mg/dl. A bolus was delivered and insulin injections were used to address the bg level. The customer declined to complete the system check with tandem technical support to determine a possible cause of the occlusions. Reportedly, the customer had been using a u500 insulin in the cartridge. The customer was aware that this insulin was not labeled for use with the pump.